Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had a keypad failure. Fail pm due to bad key pad display. There was no patient involvement.

Event description:
It was reported that the device had a keypad failure. Fail pm due to bad key pad display. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the keypad causing error 110.6021. A review of the device history record for sn (B)(6) was performed from the date of manufacture 10/10/2019 to the present date 10/20/2020 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 (B)(4) for lcd/led failure which does not correlate to the customer reported issue.